Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and resolved the issue by resetting the ventilator back to default. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during service, a 980 ventilator generated a serial number mismatch diagnostic message. The ventilator was not in use on a patient at the time of the reported event.